Event description:
The facility rep reported a colleague pump with a condition of "tube channel will not open". It is unknown when the event occurred. There was no pt injury or medical intervention. The facility also returned the pump for device recertification. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "tube channel will not open" was confirmed. The assignable cause was not identified in the evaluation, however, the pump head module keypad was replaced to fix the reported problem. The issue is currently being investigated.